Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive ¿doesn¿t work.¿ the event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.